Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Testing performed by cs staff after sterilization, possibly dropped during cleaning.

Event description:
It was reported that during the use of the device for a non-clinical activity (sterilization), the sternal saw blade protector (tip) was bent. There was no patient involvement.